Event description:
Registered nurse (rn) reported, while inserting IV into infant, IV catheter malfunctioned. The needle went into infant skin but the catheter peeled up and away from needle at insertion site, never going in to infant skin.